Manufacturer narrative:
(B)(4). The analysis results of devices (a and b) found that they were received with one clear protector of the universal seal assembly not properly assembled. When the protector is out of position, the seal may be exposed (not properly covered by the protector); this condition could cause seal tears or loss of insufflation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The analysis results of the device (c) found that it was received with one clear protector of the universal seal assembly not properly positioned. When the protector is out of position, the seal may be exposed (not properly covered by the protector); this condition could cause seal tears or loss of insufflation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, there was leaking around the cap housing and the top of the seal during the case, two devices were used that leaked. They were able to complete the procedure but it was a nuisance to the surgeon. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as "whistling" or "hissing"? Yes if so, did the "noise" prevent insufflation? Hissing. Was there a drop in pressure? Yes if yes, did this affect the visibility of the surgeon? Yes. What was the gas consumption rate or volume (liter/minute)? 12 and went to 3. Were you able to identify where the leak was coming from? Seal and cap housing. Was a device inserted in the trocar during the leaking? Yes if so, what device? Was any torque being applied to the trocar or device? Some.